Manufacturer narrative:
B3: date of event is estimated the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis, as listed in the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023, one 2.5x38 mm multi-link stent was implanted in the mid left anterior descending coronary artery (lad). The outcome was good with timi iii flow. The patient had intermittent chest tightness on effort in (B)(6) 2023. The physician suspected in-stent restenosis; therefore, on (B)(6) 2023 the patient was re-admitted to the hospital for a tentative diagnosis of recurrent coronary artery disease. Angioplasty was performed with a drug eluting balloon in the lad for in-stent restenosis of the stented segment. The chest discomfort was improved after the percutaneous coronary intervention. The procedural access site remained in fair condition. The patient was discharged home in stable condition on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.